Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to a33 alarm.